Event description:
Facility reported a first use, internal blood leak (beginning of the treatment). Dialyzer was not preprocessed. Estimated blood loss 150cc. No medical intervention. The sample was discarded by the facility. Medwatch filed on the bloodloss.